Event description:
The medical surveillance specialist (mss) has reviewed the customer service rep (csr) documentation. On (B) (6), 2010, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultralink meter displayed an unk error message. The pt indicated that her husband encountered an error message with the meter, but she did not know what specific error appeared. The pt claimed that before the alleged issue began, she had developed symptoms of being "loopy." The pt denied that she received treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter and test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the unresolved unk error message issue. There is no evidence, however, that the pt suffered a serious injury because of the alleged issue. The pt's reported symptom of being loopy does not meet lifescan's criteria for a serious injury. The pt also denied receiving treatment as a result of the alleged issue.

Manufacturer narrative:
The lay user/pt's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pins 2 and 3 high. If any additional info is available, the FDA will be notified in a second f/u report. At this time, we consider this matter closed.